Manufacturer narrative:
Per report, "the error message wont go away. Customer is unable to perform a control solution test as the message just stays on the screen, meter just isn't working." Customer reported, "the device calculated our blood pressure accurately. The issue was on both blood pressure wrist monitors was that the velcro band would not stay in place, come undone or loosen and then could not get a good read.the replacement blood pressure wrist monitors are working perfectly." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, "the other monitor did not have the velcro issue but did provide readings off."